Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2022-00217. A facility reported a cerelink icp probe basic kit (ID 826850) was implanted in a patient on (B)(6) 2022 at 12:18pm (parenchymal). Hours later after implantation, the cerelink monitor (ID 826820) started to show a mean icp value of negative 50 and gave sensor/cable error message. The patient had not been transported or moved between the time the sensor was placed and when the issue occurred. The monitor was plugged into the wall and was positioned in an IV pole. A bipolar or monopolar forceps was not used while the sensor was plugged in. Unplugging the sensor from the cerelink cable (ID 826845) and cable from the monitor, then reconnecting did not clear the error (still negative 50). About an hour afterward, the monitor began displaying positive means from 15-25 with good waveform. The sensor was removed on (B)(6) 2022, due to monitoring no longer needed.

Manufacturer narrative:
The cerelink monitor (826820 ) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.

Event description:
N/a